Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during equipment inspection, it was observed that the attachment device had a worn foot and was warm (possible heat issue). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown, however it was reported that the event occurred on the 20th day of an unknown month in 2018. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.